Manufacturer narrative:
(B)(4). The device was returned and a sample evaluation was performed. A review of the event history log confirmed the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause of the reported issue could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2014 at 01:42:46. During night drain cycle two, the patient's ultrafiltration reading was 1136ml, indicating the home patient (hp) drained 1136ml more than their maximum programmed fill volume of 1500ml. No further information was available.